Event description:
Per the clinic, the patient experienced pain and necrosis at the implant site and subsequently was treated with oral antibiotics (specific date and duration not reported). It was also reported that the receiver/stimulator has migrated inferiorly. Subsequently, the patient underwent a revision surgery under general anaesthesia on (B)(6) 2025, in order to remove the necrotic tissue and reposition the device into a newly drilled superior well. The implanted device remains.